Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in power up anomaly.

Event description:
It was reported that the merlin.net transmitter could not power up. The device was unplugged and plugged into the outlet and same issue resulted. The device was returned and replaced.